Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received a report regarding a re-ruptured aneurysm post pipeline insertion. The patient was post-op for treatment of a blister-like, ruptured aneurysm in the right ica. It was noted the patient's vessel tortuosity was minimal. It was reported that there were no issues that arose during intervention. The case went very smooth and everything looked good. The angiographic result post procedure "looked good". The patient had a re-rupture of an aneurysm post-procedure. It was noted the patient had two aneurysms and one of the two was possibly a ruptured aneurysm. It was also noted that the patient had covid-19. No other pre-existing conditions were known.  The pipeline was not used for an indication that is off-label at the time of the procedure.  The pipeline and any accessory devices were prepared as indicated in the instructions for use (IFU) at the time of the procedure. Ancillary devices include a phenom plus 120cm and a phenom 27 150cm.